Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer went to a doctor's appointment and her doctor told her that it was okay to wear the pump during a MRI. After the MRI, the pump started alarming motor error. Customer stated that the drive support cap appears normal. Customer stated that the pump was exposed to an MRI. Customer was assisted in clearing the alarm. Customer received another motor error while trying to rewind the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump.